Manufacturer narrative:
Eval summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The ka200 instrument was returned in good visual condition. The instrument load and deployed 6 clips as intended over suture. The instrument was fully functional and conforming to manufacturing requirements. It should be noted that the device is intended to be used on suture not issue. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an lsh procedure the device could not lock on tissue due to they could not close the clip correctly due to the jaws are yielded. The clips were malformed and open on the ends. They used a manual needle driver to complete the case. No pt consequence reported. Device is returning.